Event description:
A user facility reported the intraocular lens was implanted and removed. A hole was made during insertion and there was vitreous loss. No other details were provided. Add'l info has been requested.

Manufacturer narrative:
H3, 6: the complaint device associated with this report has not been rec'd for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number. Add'l info was requested by fax and by mail on 11/15/2006. F/u calls were completed on 11/15/2006 and 11/16/2006. A completed questionnaire has not been rec'd to date.